Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated with evaqua breathing circuit did not pass the pb840 ventilator leak test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: the pressure test revealed a leak in the evaqua (expiratory) limb of the returned breathing circuit. The water bath test identified the leak to be located at the patient end connector of the evaqua limb. A visual inspection identified that there was insufficient glue in the patient end connector. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the leak observed was due to insufficient glue in the evaqua expiratory limb connector. All rt340 breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. This suggests the leak developed upon set up for use after release for distribution. Our user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."